Event description:
It was reported to philips the device ECG failed to read during a code blue situation. Another defibrillator was used to treat the patient, however, the patient died. The customer stated the patient did not have a shockable rhythm in the end. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. A philips clinician reviewed the patient event file provided to philips. The users reported that on (B)(6) 2020 there was a ¿code blue¿. The device was powered on into the demand pacer mode with default settings at 70 ppm, 30 ma. The demand pacer mode, by design, defaults to the leads ECG waveform. At 00:04:49 elapsed time (et) the users placed defibrillator pads on the patient. The users scrolled through the available waveform choices (leads I, ii, and iii) three times, but no ECG waveform was displayed as there were no ECG leads placed on the patient. There were only defibrillator pads on the patient. Two minutes later, at 6:49 et, the pads were removed and the users switched to a different defibrillator from the same patient care unit to continue care of the patient. The heartstart mrx instructions for use (publication 453564307761, page 90) provides information on selecting the desired mode for treatment of patients stating: ¿the heartstart mrx requires a 3-, 5-, or 10-lead ECG cable and monitoring electrodes as the source of the ECG during demand pacing. Pace pulses are delivered through the multifunction electrode pads. However, the pads cannot be used to monitor the ECG and deliver pace pulses simultaneously.¿ there was no malfunction of the device. The device was behaving as designed in displaying the leads ECG waveform selection in demand mode pacing. The users were not able to observe the leads ECG waveform as no ECG leads were connected to the patient. The device passed all performance assurance tests and was placed back into use with the customer.

Manufacturer narrative:
H.10. Age/gender/weight/height of patient: adult patient (customer declined to provide additional details). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information was requested but not provided by the customer.

Event description:
It was reported to philips the device ECG failed to read during a code blue situation. Another defibrillator was used to shock the patient, however, the patient died. The customer stated the patient did not have a shockable rhythm in the end. Additional details have been requested.